Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. The contact pin of j5 was found bent/damaged.